Event description:
During laparoscopic proctocolectomy, the ligasure (5mm x 37cm blunt tip) was sticking and the blade would not retract. Defective device was passed off the field and another one was opened and worked without incident for the duration of the case.